Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high impedance and high capture threshold. The lead had fractured and was capped and replaced. Following the procedure, the patient was in good condition.